Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: vasospasm/stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in '09, another company's stent was implanted in the aorta ostium. A voyager was used for pre-dilatation of the target lesion and both a temporary occlusion occurred and a dissection occurred, which healed on its own. Additionally, stenosis or vasospasm occurred at the distal end of the liberte stent, which was attributed to the balloon and required treatment with additional pti. The physician tried to implant a 2.5x18 mm mini vision in a difficult and serious heavy calcified lesion in the right coronary, but the stent dislodged from the balloon and stayed floating in the pt's vessel. The stent was compressed against the vessel wall using second mini vision (2.5x12). The physician tried to implant a third vision in the right coronary lesion. He could cross the lesion and position the system correctly, but he could not see the stent (just the balloon; the stent probably also dislodged while passing the calcification). So, he inflated the balloon and treated the lesion. The pt was ok. The pt returned to the hosp presenting an atypical pain on chest (it was not an infarct pain). Contrast was injected and there was a stent hanging in the other company's stent (implant of 2009) of the aorta (probably the mini vision 2.5x12). The pt was hospitalized and the physician successfully removed the stent using a snare device. Reportedly, the pt is ok. No additional info is available.

Manufacturer narrative:
The two multi-link mini vision rx coronary stent systems are being filed under different MFR numbers.